Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. As this type of device was discontinued, the device could not be repaired anymore. The customer then requested to have the device returned to them without being repaired. As no further evaluation of the device could be performed, a cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issued and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.